Event description:
On (B)(6) 2012, customer reported that the dxc 660i had a leak in the ion-selective electrode (ise) module. Customer stated that the ise is also failing calibration and suppressing results for sodium (na), potassium (k), chloride (cl), calcium (ca) and carbon dioxide (co2). Customer stated that line #24 kept popping off in the ise compartment. Customer flushed the electrolyte injector cup (eic), but the issue was not resolved. Customer then removed the eic valve from the left side of the injector cup and observed a fibrin clot in the eic port. Customer cleared the port occlusion. No injuries were reported and erroneous patient results were generated. Field service engineer (fse) inspected the instrument and confirmed proper operation of the system following customer maintenance. Fse noted that the issue was resolved through routine customer maintenance. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).